Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The data acquisition board was replaced, and the unit was returned to service. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call. (B)(4).

Event description:
The hospital reported the unit had an alarm that results in a loss of mechanical ventilation. There was no report of patient injury.